Event description:
It was reported that the system 9800's x ray tube was arcing. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The connection to the x-ray tube were cleaned and greased. The system was tested and found to be working as intended and placed back into service.